Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. While on support, the automated impella controller (aic) displayed a ¿placement signal not reliable¿ alarm, and no light was visible on the aic. An aic replacement was not performed during treatment due to the impella connect connection. The patient was not harmed, and there were no issues with pump function. Support was continued, and the patient was successfully weaned off the device.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. Data logs were investigated, and are consistent with complaint and optical placement signal suddenly became unreliable, and placement signal not reliable alarm presented. Console was tested and the issue was not reproduced - there was visible light from optical pump connector in the console, and ¿5s¿ parameter testing showed that optical system was within specification. Despite not being able to reproduce, data analysis indicated pattern consistent with intermittent failure of the optical bench due to either defect of lamp or electronic components. The root cause of the automated impella controller issue was a defective optical bench. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.